Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration\perforation') and pelvic pain ('severe pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), bacterial infection ("frequent bacterial infections"), migraine ("excessive migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and headache ("headaches"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, dysmenorrhoea, female sexual dysfunction, abdominal pain, psychological trauma and headache outcome was unknown, the pelvic pain, discomfort, dyspareunia, abdominal distension, back pain, bacterial infection and migraine had not resolved and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, device breakage, discomfort, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy- date(s) of insertion: (B)(6) 2017, (B)(6) 2017. Received treatment for pain- dysmenorrhea(cramping), apareunia, pelvic/abdominal pain, breakage, migration, perforation. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events- dysmenorrhea, apareunia, abdominal pain, breakage, psych injury, perforation, headaches, device monitoring procedure not performed, were added. Essure indication and removal date provided. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('it was not completely perforated through the uterus, just the myometrium'), salpingitis ('bilateral focal acute and chronic inflammation with foreign body'), device breakage ('device breakage'), embedded device ('migration\perforation/migration of essure device location of device: embedded in the uterus/ embedded in the muscle tissue of the right of the uterus/coils embedded myometrium right cornua of uterus') and device expulsion ('migration of essure device location of device: uterus/migration of essure device') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced migraine ("excessive migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 27 days after insertion of essure. In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)") and female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse),"). In (B)(6) 2017, the patient experienced depression ("psych injury- depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), bacterial infection ("frequent bacterial infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, salpingitis, device breakage, embedded device, device expulsion, dysmenorrhoea, female sexual dysfunction, abdominal pain, headache and depression outcome was unknown, the pelvic pain and dyspareunia was resolving, the discomfort, abdominal distension, back pain, bacterial infection and migraine had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, depression, device breakage, device expulsion, discomfort, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy date of insertion: (B)(6) 2017. Received treatment for pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal pain, breakage, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: coils embedded myometrium right cornua of uterus migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('it was not completely perforated through the uterus, just the myometrium'), salpingitis ('bilateral focal acute and chronic inflammation with foreign body'), device breakage ('device breakage'), embedded device ('migration\perforation/migration of essure device location of device: embedded in the uterus/ embedded in the muscle tissue of the right of the uterus/coils embedded myometrium right cornua of uterus') and device expulsion ('migration of essure device location of device: uterus/migration of essure device') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced migraine ("excessive migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 27 days after insertion of essure. In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)") and female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse),"). In (B)(6) 2017, the patient experienced depression ("psych injury- depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), bacterial infection ("frequent bacterial infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, salpingitis, device breakage, embedded device, device expulsion, dysmenorrhoea, female sexual dysfunction, abdominal pain, headache and depression outcome was unknown, the pelvic pain and dyspareunia was resolving, the discomfort, abdominal distension, back pain, bacterial infection and migraine had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, depression, device breakage, device expulsion, discomfort, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy date of insertion: (B)(6) 2017. Received treatment for pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal pain, breakage, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: coils embedded myometrium right cornua of uterus migration of essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information added. Events: it was not completely perforated through the uterus, just the myometrium, bilateral focal acute and chronic inflammation with foreign body added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('migration\perforation') and pelvic pain ('severe pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), bacterial infection ("frequent bacterial infections"), migraine ("excessive migraines"), dysmenorrhoea ("dysmennorhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and headache ("headaches"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, dysmenorrhoea, female sexual dysfunction, abdominal pain, psychological trauma and headache outcome was unknown, the pelvic pain, discomfort, dyspareunia, abdominal distension, back pain, bacterial infection and migraine had not resolved and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, device breakage, discomfort, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy date of insertion: (B)(6) 2017, (B)(6) 2017. Received treatment for pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal pain, breakage, migration, perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration\perforation/migration of essure device location of device: embedded in the uterus/ embedded in the muscle tissue of the right of the uterus/coils embedded myometrium right cornua of uterus') and device expulsion ('migration of essure device location of device: uterus/migration of essure device') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced migraine ("excessive migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding\menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 27 days after insertion of essure. In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/ pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)") and female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse),"). In (B)(6) 2017, the patient experienced depression ("psych injury- depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), bacterial infection ("frequent bacterial infections") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device expulsion, dysmenorrhoea, female sexual dysfunction, abdominal pain, headache and depression outcome was unknown, the pelvic pain and dyspareunia was resolving, the discomfort, abdominal distension, back pain, bacterial infection and migraine had not resolved and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial infection, depression, device breakage, device expulsion, discomfort, dysmenorrhoea, dyspareunia, embedded device, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy date of insertion: (B)(6) 2017, (B)(6) 2017, (B)(6) 2017. Received treatment for pain- dysmenorrhea (cramping), apareunia, pelvic/abdominal pain, breakage, migration, perforation diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2017: coils embedded myometrium right cornua of uterus migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received: new events abnormal bleeding (vaginal), migration of essure device location of device: uterus were added. Event uterine perforation updated to embedded device. Event psych injury updated to depression. Outcome of pelvic pain, dyspareunia updated to recovering / resolving. New reporter, height, lab data were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.